Manufacturer narrative:
Continuation of d10: product ID 977a260 serial# unknown implanted: (B)(6) 2024 explanted: (B)(6) 2026. Product type: lead section d information references the main component of the system. Other relevant device(s) are: product ID: 977a260, serial/lot #: unknown. H6 codes belong to the lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from the health care provider (hcp) via the manufacturer representative (rep) regarding a patient implanted with an implantable neurostimulator (ins). It was reported that the lead had all electrodes with high impedances. There were no external contributing factors. Troubleshooting consisted of impedance measurements. The lead was replaced and the issue resolved.

Manufacturer narrative:
Continuation of d10: product ID 977a260. Serial# unknown implanted: (B)(6) 2024. Explanted: (B)(6) 2026. Product type lead h3: analysis of the lead revealed that conductors 0-7 were broken 24.5 cm from the distal end of the lead. The outer lead insulation was pinched 25 cm from the distal end. The braid protruded through the insulation. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.